Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt, check te pad messages) was confirmed. As received, the electrode belt failed a te recognition test. Upon investigation, there was an open pulse wire between the front te and ECG "a". Additionally, the ECG "c" and "d" cable was pulled from strain relief. The root cause for the damaged wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned charger sn (B)(4) and reported adjust belt/check te pad messages.